Event description:
It was reported that this implantable pacemaker was not working. Boston scientific technical services (ts) reviewed transmission and it looks normal. Ts suggested to see a physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.